Manufacturer narrative:
Insulin pump monitored in 50c oven for several days and no blank display or audio/beep anomaly noted. Insulin pump received with normal operating currents. No damage found on the lcd isolation tape noted. Insulin pump received with cracked display window corners, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the device had a blank display and the device was making a different sound. Customer's blood glucose was 465 mg/dl. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.